Manufacturer narrative:
Damaged firing mechanism. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, broken; condition of knife, good; condition of wedge bands, good and is hyper lockout condition present, good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
It was reported during a laparoscopic appendectomy the surgeon fired the tsb35 across the appeniceal stump without difficulty. The tsb35 was reloaded with a tr35w and fired across the mesoappendix the result was no staples were fired and no cutting occurred. Another tr35w was reloaded and fired, again with the same result. An er320 was opened and the case was completed successfully. There was no pt consequence. Only one tr35w is being returned.